Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was able to duplicate the reported event of overheating and noted that the driveshaft bearings were damaged, which may have contributed to the reported event.

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.